Event description:
A product sample was received of a peel-away sheath with the one tab broken off one side. No further info has been provided by the customer.

Manufacturer narrative:
Qn# (B)(4). Additional info: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.